Event description:
After drawing blood, te filter-pro was attached and heparin was blended with blood. When placing it on the tray, and after 20 to 30 seconds, the filter-pro popped off and sprayed blood. No treatments due to this issue reported.